Event description:
As reported by the user facility: introcan safety i.v. Catheter, no product number, no lot number, date of occurrence: 2-3 months ago. Event: following an unsuccessful i.v. Stick, the needle was removed from the i.v. Catheter to engage the safety device; this was placed down. Upon cleaning up to dispose of needle, it was noted that the clip slid down the needle shaft. No needle stick injury. Occurred in emergency room. MFR ref # 9610825-2013-00264.